Manufacturer narrative:
This foreign report is being submitted (B)(4), for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2013 from a (B)(6) female consumer reporting for self from (B)(6). The consumer did not have any known medical history and the concomitant medications were not reported. On (B)(6) 2013, the consumer started using o.b tampons multi pack as directed, five tampons per day, vaginally for periods (lot number and expiration date unspecified). On the next day, she noticed that the string came off the tampon when she tried to remove it and was stuck in her vagina. She got the tampon out and the event resolved on the same day. She continued to use the remaining tampons from the box and after three days, she discontinued the device. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013 from a (B)(6) caucasian female consumer reporting for self from (B)(6). The consumer did not have any known medical history and the concomitant medications were not reported. On (B)(6) 2013, the consumer started using o.b tampons multi pack as directed, five tampons per day, vaginally for periods (lot number and expiration date unspecified). On the next day, she noticed that the string came off the tampon when she tried to remove it and was stuck in her vagina. She got the tampon out and the event resolved on the same day. She continued to use the remaining tampons from the box and after three days, she discontinued the device. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2013. The device name was updated from o.b tampons multi pack to o.b tampons regular absorbency and the updated device is not present in the same similar list. The report remains non-serious. The case was re-assessed as non-reportable malfunction in united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for the previously reported device product that is considered same/similar to a u.s. Marketed device ( ob multipack ), but the product is updated to o.b tampons regular absorbency and this updated device is not considered same/similar to a u.s. Marketed device. This closes out this report unless additional follow up information is received.